Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v836134, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# v836134, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had surgery on (B)(6), 2013 to replace a ¿non-functioning battery and a non-functional lead¿. It was also reported that the patient¿s ¿entire system was removed and re-implanted¿ (note: manufacturer¿s device registry indicates that a new implantable neurostimulator system was implanted on (B)(6), 2013). It was unknown if any device malfunctions were seen or suspected. Also, no interventions or outcome were reported regarding this event so further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See also manufacturer¿s report # 3004209178-2014-09973 for the patient¿s shocking issue.